Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) began emitting tones subsequent to therapy delivery. Attempts to interrogate the device were unsuccessful.